Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with moderate calcification, moderate tortuosity and 80% stenosis. Pre-dilatation with an unspecified balloon was performed. The 190cm ht torque balance middleweight universal ii guide wire (gw) was advanced with resistance noted due to the anatomy, then got stuck at a vessel turn. The gw was withdrawn and re-inserted yet the same occurrence happened. The gw was withdrawn and observed to have lost coating in some areas; however, additional flushing was performed to ensure no coating was left in the patient anatomy. A new gw was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Correction: b1 adverse event/product problem: updated from product problem to adverse event, product problem. B2 outcomes attributed to ae: updated from na to required intervention. H1 type of reportable event: updated from malfunction to serious injury.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. It was reported that the guide wire met resistance with the patient¿s moderately calcified, moderately tortuous, and 80% stenosed lesion, resulting in difficulty during advancement and removal. Additionally, it was reported that the wire was observed to be peeled once removed from the anatomy. In this case, it is likely that manipulation of the wire, when resistance was met, contributed to the reported peeling. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.